Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease and underwent anterior cervical discectomy/fusion at c4-7. Post-op, screw breakage was observed bi-laterally at caudal-most level (c7). An additional surgery was performed to remove the broken bone screws and replaced with a single level fusion plate. No fragment of the broken product remained inside t he patient. Patient complication reported to be unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: radiographic image review: multiple post-op x-rays for c4-7 anterior cervical discectomy fusion show progressive fusion at each of the instrumented levels. On the later x-rays there has been fracture of the inferior screws at c7 with a slight back out. This is likely secondary to subsidence as fusion has occurred. If information is provided in the future, a supplemental report will be issued.